Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). When reviewing similar reportable events, we found a number of cases with similar fault description (alenti castors get loose/ fall off), which were found to mainly related to events caused by use and maintenance error. The trend observed for reportable complaints with this failure mode on alenti device was considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. The alenti device was found not be up to specification and was used for patient treatment on the time of event. As a result it caused or contributed to the event. From our investigation, it appears most common and likely root cause of the event was lack of the maintenance of the device. According to the instruction for use the caregiver obligations is to check/ clean the castors on weekly basis or report for replacement when needed. We have been able to find any contributing manufacturing abnormalities. The root cause of the complaint was found to be a use error relating to the device's maintenance as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no patient or caregiver risk.

Event description:
Ref. Imp #1419652-2013-00293.